Event description:
It is reported that the inner ring has fractured.

Manufacturer narrative:
Eval - as returned, a portion of the inner ring has fractured off and was not returned with the device. A failure of this nature may be a result of (but no limited to) one of the following situations: excessive force or severe angle of insertion and/or removal of the provisional head, removal of the locking ring at any time during usage/cleaning, material becoming brittle due to cleaning/autoclave process, improper usage, and/or device fatigue due to usage over time. The provisional has a potential field age of approx 1.5 years. The device is conforming to print specs and the device history record does not contain any anomalies.